Event description:
Recall of infini nuclear medicine system. We only have the optima mr450w 1.5tr MRI for intelirad pacs. Our it operations director with the radiology group confirmed that we do not use this version effecting the recall.